Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) (r977439501). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 261, 240.271 and heparin was given. The valve got fully re-sheathed one time due to high on left coronary cusp (lccc). The final implant depth at ncc was 0mm and at left coronary cusp (lcc) was 4.43mm. Post deployment, the patient had a left bundle branch block (lbbb). The temporary transvenous pacing (tvp) wires remained in place for 4 hours. After that patient retuned to sinus rhythm. The patient got discharged on (B)(6) 2026, with a zio monitor placed and worn for 14 days.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. An unexpected medical intervention was a result of case specific circumstances, as a temporary pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - envision ide study, patient site (B)(6). It was reported that on - (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 261, 240.271 and heparin was given. The valve got fully re-sheathed one time due to high on left coronary cusp (lccc). The final implant depth at ncc was 0mm and at left coronary cusp (lcc) was 4.43mm. Post deployment, the patient had a left bundle branch block (lbbb). The temporary transvenous pacing (tvp) wires remained in place for 4 hours. After that patient retuned to sinus rhythm. The patient got discharged on (B)(6) 2026, with a zio monitor placed and worn for 14 days.